Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a low blood glucose event while using a dexcom g7 continuous glucose monitor (cgm) with the ilet system after eating cookies at bedtime without a meal announcement, then treated the low with oral carbohydrates (glucose gels and orange juice), with a lowest sensor value of 53 mg/dl and a confirmatory meter reading of 60 mg/dl, and no device malfunction was alleged. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage issue related to an improper or incorrect method of use, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.